Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ping meter would not power off. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 3pm. The patient denies taking diabetes medications. It is not known if changes were made to the patient's usual diabetes management routine. About 30 minutes prior to the start of the alleged issue, the reporter claims the patient felt a symptom of sweaty. The patient treated self with food and/ or drank a beverage. The reporter denied the patient tested on another device. At the time of troubleshooting, the cca noted it was not the first time the subject meter was being used for testing. There was no indication of misuse. The cca was not able to walk the patient through resolving the alleged issue. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's reported symptom of ''sweaty'' started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have data corruption on ic104 and ic chip failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.